Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: it was indicated that no patient was involved, when did the suture get cut (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name of person providing answers to follow-up questions: the suture was cut during the removal of package and while suturing. Kindly follow up from purchase department and the point of contact from that department will be (B)(6). The device is not yet returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and suture was used. It was reported that the suture is getting cut while suturing, poor quality thread. There were no patient consequences reported. Additional information was requested.